Event description:
During a refill procedure, the healthcare professional (hcp) was having difficulty accessing the center port. It was determined that the pump was flipped. The hcp planned to leave to pump at minimum rate until a revision could be performed. The pt was not having a medical or therapy problem related to the event. The device system was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.